Event description:
It was reported via a journal article that a patient underwent a lumpectomy procedure on (B)(6) 2011 and an absorbable hemostat was used on the axillary cavity. The surgery was completed successfully. On (B)(6) 2011, the patient developed dermatitis around the area where the absorbable hemostat was used. The doctor prescribed an external steroid and an oral antihistamine and the patient was getting well. Additional information was requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of five medwatches being submitted as five devices were involved in this event. See also medwatch 2210968-2013-07421, 2210968-2013-07422, 2210968-2013-07424 and medwatch 2210968-2013-07425. The same patient is represented in each medwatch.